Event description:
He went to the hosp due to sysmptoms of high blood glucose. He reports that his device read 80mg/dl while the hosp device read 280mg/dl. No treatment received. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.